Event description:
It was reported that the device was at elective replacement indicator (eri) 3.5 years after implant. It was noted that the right ventricular (rv) lead thresholds were slightly elevated due to the needs of the patient which may have contributed to shortened longevity but the physician felt the device longevity should be longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis did not detect any performance issues, but the calculated longevity result of 94% is less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4058 implantable pacing lead (B)(6) 1995, competitor implantable pacing lead, (B)(6) 1982.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.